Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a drill bit interfered with a nail when drilling at level g of the distal hole, the drill bit got through the hole by hammering. This report is 1 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown drill bit/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.